Event description:
It was reported that, "during a removal of a hybrid plate the tip of the draw rod broke off into the screw during removal. There were six screws total and this happened on the fourth. The last two screws were then removed using old revision screwdriver. The angle was off when tighting down the draw rod and this made the tip to break."

Manufacturer narrative:
Add'l info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.